Manufacturer narrative:
H6: investigation summary:this statement is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor ce (material # 256089), batch number 1014710. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The reported was unable to be confirmed. The root cause could not be identified. Bd quality will continue to closely monitor for trends. H3 other text : see h10.

Event description:
It was reported that the bd rapid detection of sars-cov-2 veritor experienced a discrepant result. There was no report of serious injury or medical intervention. Eua#: eua (B)(4). The following information was provided by the initial reporter: the issue was solved during call. The "false positive result" occur due to a misuse of the kit. Customer reported to have run a patients sample accordingly to the IFU of the 256089 kit, read the test cartridge on the analyzer and the result was negative. The test cartridge was left on the counter for over an hour, after this time the strip showed up additional lines (the customer read this as a "positive result" only by visualization).

Manufacturer narrative:
Initial reporter phone #:(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd rapid detection of sars-cov-2 veritor experienced a discrepant result. There was no report of serious injury or medical intervention. Eua#: (B)(4). The following information was provided by the initial reporter: the issue was solved during call. The "false positive result" occur due to a misuse of the kit. Customer reported to have run a patients sample accordingly to the IFU of the 256089 kit, read the test cartridge on the analyzer and the result was negative. The test cartridge was left on the counter for over an hour, after this time the strip showed up additional lines (the customer read this as a "positive result" only by visualization).